Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported behalf of her husband (user) a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a nasal kitted swab. Consumer confirmed that repeat testing was performed and generated a positive result, pcr confirmation testing was performed and generated a positive result. Consumer confirmed that her husband was vaccinated. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147836 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 147836 and test base part number 195-430h / lot 141882a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147836 showed that the complaint rate is 0.001%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.